Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the integrated electrosurgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was analyzed and found to short circuit and fault with error c-34. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the erbe generator was shorting and faulting. The technical support engineer (tse) reviewed the logs and found multiple 25913 and c-34 errors pointing to possible magnetic interference. The tse asked the clinical territory associate (cta) if there were any devices near the generator that could be causing interference but there were none. The tse also had the cta verify that the erbe generator was connected to a dedicated wall outlet. The cta tried both monopolar ports with no change. The erbe generator faulted with a c-34 error when attempting cautery. The cta informed they were going to swap with another vision side cart (vsc). The procedure was converted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and confirmed that the procedure was completed robotically using another tower. There was no delay.